Event description:
It was reported by the pt that following wrist surgery, the pain pump stopped working prior to dispensing all of the prescribed medication. The pump was removed without incident and the pt continued taking the oral medication that was initially prescribed in conjunction with the pump.

Manufacturer narrative:
An investigation by the MFR is unable to be completed due to the pump being discarded by the pt.